Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. Primary stability was not achieved. Patient presented with type ii bone. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. Primary stability was not achieved. Patient presented with type ii bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. Primary stability was not achieved. Patient presented with type ii bone. There were no reported patient injuries or complications.